Event description:
Pa stating that during telemedicine follow up appointment, the patient noted a burn on his forearm that occurred after his endoscopic carpal tunnel release on 7/2. On inspection of the light cord, the surface temperature on the suspect cord (sn: (B)(6) was 130 degrees f.